Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation dealer found that the cardiosave intra aortic balloon pump(iabp) failed automatic inflation during testing. No one was injured or killed. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) on-site inspection confirmed that the fault did exist. Fse adjusted the high pressure item of the machine which is internal calibration pressure set point. Started the machine and inflated it for five days and it operated manually. The equipment passed the pre-use inspection. The equipment has passed all factory specified performance and safety index tests. The device has been returned to customer.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Corrected fields: g2.